Manufacturer narrative:
The field service engineer determined there was contamination in the analyzer and a probe was leaking reagent. The cell rinse levels and probes were adjusted. Probes were flushed with bleach. The bath was decontaminated and the gear pump pressure was checked. Precision studies were performed and recovered within specifications. The last calibration performed on 09-apr-2020 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. The initial values were reported outside of the laboratory, where they were questioned. The first sample initially resulted with a glucose value of 343.1 mg/dl and this repeated on (B)(6) 2020 with a value of 178.0 mg/dl. The second sample, from a (B)(6) female patient, initially resulted with a glucose value of 429.4 mg/dl on (B)(6) 2020. The sample was repeated on (B)(6) 2020, resulting with a value of 181.7 mg/dl. The glucose reagent lot number was 430760. The reagent expiration date was requested, but not provided.